Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3550-29 lot# n316085, serial# implanted: 2012-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation/therapeutic effect and had symptoms of right thoracic pain. The leads were revised on (B)(6) 2013. Patient outcome following the revision was unknown at the time of the report. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that several reprogramming sessions were performed, but parathesia could "not be maintained." It was stated that the patient experienced parathesia after the revision.